Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. Since the product details were not provided, no information was captured (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer reported that within 10 minutes, she obtained blood glucose readings of 54 mg/dl and hi (indicative of a reading above 600 mg/dl) on the contour next ez meter. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.